Manufacturer narrative:
Date of event approximated since unknown device evaluated by MFR.: the returned device matches with the upn and lot number provided by the customer. Visual inspections revealed that the guidewire exit port was torn. A kink was observed in the telescope assembly from the femoral marker to the proximal end. A kink was observed in the sheath assembly from the femoral marker to the distal end. A kink was observed in the tip assembly from the femoral marker to the distal end. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted. No other issues or defects were observed during product analysis of the returned device.

Event description:
It was reported that guidewire entanglement occurred. An opticross 6 imaging catheter was selected for use. During procedure, it was noted that the catheter was stuck on the guidewire and was not able to be advanced back off guidewire. When imaging was done, the physician was unable to take only the catheter out. The physician had to remove everything out all together. The procedure was completed with a different device. There were no patient complications reported and the patient was doing fine and was not impacted.

Manufacturer narrative:
Date of event approximated since unknown.

Event description:
It was reported that guidewire entanglement occurred. An opticross 6 imaging catheter was selected for use. During procedure, it was noted that the catheter was stuck on the guidewire and was not able to be advanced back off guidewire. When imaging was done, the physician was unable to take only the catheter out. The physician had to remove everything out all together. The procedure was completed with a different device. There were no patient complications reported and the patient was doing fine and was not impacted.